Event description:
The pt reported blood glucose results of "352 mg/dl, 150 mg/dl, and 129 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.